Event description:
Manager of the or reported that a female pt was undergoing a cystourethrogram procedure to be follow by ureter stent. He reported that the fluoro stopped working at the end of the procedure but they were able to continue on and finish the procedure by taking spot pictures with the urology camera. He reported that there were no injuries to the pt.

Manufacturer narrative:
Liebel flarsheim field service report states, field service engineer found that the fluoro was ok. The system was generating fluoro x-ray. The problem was that there was no output from the image intensifier due to the power supplies being bad. This obviously caused no image to be displayed resulting in the customer thinking that there was no fluoro being generated.